Manufacturer narrative:
The svc rep checked system. Removed monitors and cleaned all leads and connections. Checked all connections down to and including the system interface board. System did not fail for me at all. System is working as intended.

Event description:
The customer reported the system giving touch screen error code. No pt injury reported.